Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to perform pump reset using instructions provided by technical support and was advised to call back if problem continued.